Manufacturer narrative:
No device malfunction occurred. Per communications with the fse, the customer indicated that the patient in bed 12 experienced a tachycardia event, however, the date/time was unable to be provided by the customer. The event was indicated to have been associated with harm however no further details about the harm or nature of any necessary treatments was provided. The fse stated that when on-site, the customer confirmed the operation of the alarm and device, indicating that they expected to have a bedside alarm via the bed-to-bed alarm system. The fse reminded the customer that the bed-to-bed alarm is a two beep prompt tone and not an actual alarm sound. The system is operating properly. This is considered a user misunderstanding/clinical app support issu.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The customer reported that the caregroup alarms were not transmitting and there was a patient incident.